Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company rep who reported the patient called their hcp about hearing the pump alarm on 2023-mar-11. No additional information was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold sac 3/21/23 information was received from a consumer (con) regarding a patient receiving baclofen and fentanyl (concentration and doses unknown) for spinal pain via an implantable pump. It was reported that ever since the patient had an MRI on (B)(6) 2023. The patient had been seeing "account action required for google account" on their handset. The patient then stated the MRI was related to the pump. The patient reported they had been in immense pain in his back and nothing could relieve the pain. The patient stated the pump typically covers his back pain. The MRI was reported to be looking for a granuloma. Additional information was received from a healthcare provider (hcp) via a company representative (rep) noting that the patient was in on (B)(6) 2023. And patient heard pump alarm. The rep stated per the physician, there was a motor stall and 8 min later, motor stall recovery logged. The rep stated the patient had an MRI two weeks prior. The rep did not know if the pump had been interrogated post MRI. Technical services discussed checking with the physician if this was the first time post MRI that patient had pump interrogated. Technical services discussed motor stall recovery was logged as day of interaction with tablet. Technical services also mentioned, if the patient had pump interrogated post MRI and another motor stall had been logged. Potential causes could be emi or internal. Technical services discussed following up with physician and monitoring. The rep had minimal information.

Event description:
Additional information was received from a healthcare provider (hcp) via a company rep who reported the patient was using an ipad at the time of stall, placing it over his pump while watching his ipad. It was unknown if a granuloma was confirmed. The patient used his ptm to give himself a bolus. It was unknown if the patient's immense back pain resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.